Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that they experienced the hyperglycemia. The customer¿s blood glucose level was 448 mg/dl at the time of the incident and the current was 448 mg/dl. The customer stated that insulin pump received the motor error. The troubleshooting was performed and they were able to clear the alarm and complete the rewind. The displacement test was performed and the test result was interrupted with another alarm. The customer stated that the troubleshooting was performed for the high blood glucose under delivery. The customer allege the insulin pump was under delivery. The customer had using the insulin pump system within 48 hours of the high blood glucose. The customer was treated with the manual injection. The insulin pump will be returned for the analysis.

Manufacturer narrative:
Insulin pump passed the rewind, basic occlusion, prime and displacement test. Insulin pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing. Unable to verify under delivery anomaly due to motor error alarm noted.